Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a "potential" free flow event involving epinephrine infusion. There was patient involvement, but no harm. The customer reported the following additional information regarding this event: it was reported that nurse "was not really sure if there was a free flow event, but because the patient's blood pressure went up," the clinician was "being cautious and clamped it." The event occurred in surgical intensive care unit. On (B)(6) at 0410 (epinephrine bag was originally hung at 2344), it was reported that there did not appear to be additional fluid gone from the bag. The amount in the bag was reported as the amount the clinician would expect. And they did not prime the tubing from the bag, they only changed the bag. The infusion detail is as follows: epinephrine 2mg in 250ml normal saline (conc: 0.0008mg/ml), ordered rate was between (titratable) 15 and 375ml/hour. The reported set infusion rate was 37.5ml/hour (or 5mcg/min). It was reported that patient care was being performed (patient was being turned) and the nurse reportedly heard an air-in-line alarm. The nurse opened the door to see if there was air in the line but did not see any air and closed the door. The device had ¿normal alarm¿ and started the infusion. The nurse reported another air-in-line alarm. The nurse reportedly looked at drip chamber and drip chamber "was full and unable to really determine if free flowing or not, so out of caution clamped it." It was reported that the nurse noted an increase in patient's blood pressure at time of event and was concerned that there was a "possible free flow event." Reported data from the heart rate monitor are the following: from 0345 to 0358, blood pressure was anywhere between systolic of 118 to 156mmhg. From 0401, blood pressure was anywhere between systolic: 144 and 146mmhg. From 0409 to 0415, blood pressure was anywhere between systolic 164 to 208mmhg. By 0423, the systolic had decreased back down to the 140s. During this time the heart rate was reportedly maintained in the 90¿s and there was "no spike in the heartrate." Bd clinical practice consultant engaged onsite with the customers and clinicians and made the following observations on the infusion set-up: the pumps are high on the pole suggesting they were high over the patient. The bags are approximately 12 inches or so over the pump. The pumps are all correctly loaded from observation without opening the doors. There are 4 large pump modules (lvp) attached to the pcu: lvp (a) was for the carrier fluid (sodium chloride) with a secondary connected to it (acetaminophen), lvp (b) was infusing insulin (myxredlin) 100units in 100ml normal saline (conc: 1unit/ml), lvp (c) was infusing dobutamine 500mg in 250ml (conc: 2000mcg/ml), lvp (d) was infusing epinephrine, the medication in question. It was also observed that the drip chambers of the tubing loaded in lvps d, c, and a are all full and there is very little room (if any) to see if drip chamber was in fact dripping or streaming. There is a stopcock manifold at the distal end of the lines where they come together. There were no inline filters. The primary IV sets were model 2420-0500, while a baxter secondary set was connected to the carrier fluid. The bd representatives added that they did not open the door of the device. However, they did open the clamps and identified that there was no flow noted from the distal end of the line while the tubing was in place and the door closed (pump was turned off, no flow is the desired effect when the pump is turned off).

Event description:
It was reported a "potential" free flow event involving epinephrine infusion. There was patient involvement, but no harm. The customer reported the following additional information regarding this event: it was reported that nurse "was not really sure if there was a free flow event, but because the patient's blood pressure went up," the clinician was "being cautious and clamped it." The event occurred in surgical intensive care unit. On (B)(6)2022 at 0410 (epinephrine bag was originally hung at 2344), it was reported that there did not appear to be additional fluid gone from the bag. The amount in the bag was reported as the amount the clinician would expect. And they did not prime the tubing from the bag, they only changed the bag. The infusion detail is as follows: epinephrine 2mg in 250ml normal saline (conc: 0.0008mg/ml), ordered rate was between (titratable) 15 and 375ml/hour. The reported set infusion rate was 37.5ml/hour (or 5mcg/min). It was reported that patient care was being performed (patient was being turned) and the nurse reportedly heard an air-in-line alarm. The nurse opened the door to see if there was air in the line but did not see any air and closed the door. The device had ¿normal alarm¿ and started the infusion. The nurse reported another air-in-line alarm. The nurse reportedly looked at drip chamber and drip chamber "was full and unable to really determine if free flowing or not, so out of caution clamped it." It was reported that the nurse noted an increase in patient's blood pressure at time of event and was concerned that there was a "possible free flow event." Reported data from the heart rate monitor are the following: from 0345 to 0358, blood pressure was anywhere between systolic of 118 to 156mmhg. From 0401, blood pressure was anywhere between systolic: 144 and 146mmhg. From 0409 to 0415, blood pressure was anywhere between systolic 164 to 208mmhg. By 0423, the systolic had decreased back down to the 140s. During this time the heart rate was reportedly maintained in the 90¿s and there was "no spike in the heartrate." Bd clinical practice consultant engaged onsite with the customers and clinicians and made the following observations on the infusion set-up: the pumps are high on the pole suggesting they were high over the patient. The bags are approximately 12 inches or so over the pump. The pumps are all correctly loaded from observation without opening the doors. There are 4 large pump modules (lvp) attached to the pcu: lvp (a) was for the carrier fluid (sodium chloride) with a secondary connected to it (acetaminophen), lvp (b) was infusing insulin (myxredlin) 100units in 100ml normal saline (conc: 1unit/ml), lvp (c) was infusing dobutamine 500mg in 250ml (conc: 2000mcg/ml), lvp (d) was infusing epinephrine, the medication in question. It was also observed that the drip chambers of the tubing loaded in lvps d, c, and a are all full and there is very little room (if any) to see if drip chamber was in fact dripping or streaming. There is a stopcock manifold at the distal end of the lines where they come together. There were no inline filters. The primary IV sets were model 2420-0500, while a baxter secondary set was connected to the carrier fluid. The bd representatives added that they did not open the door of the device. However, they did open the clamps and identified that there was no flow noted from the distal end of the line while the tubing was in place and the door closed (pump was turned off, no flow is the desired effect when the pump is turned off).

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.